Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen came loose from the pump housing, eventually resulting in the touchscreen shattering and becoming subsequently unusable. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 110-180 mg/dl.